Manufacturer narrative:
A supplemental MDR report is being submitted due to receipt of new information indicating the valve in valve intervention had occurred. Updated b4, b5, g3, g6, h2, and h11.

Event description:
Additionally reported by the fcs, the patient underwent a valve in valve with a 23mm sapien 3 ultra resilia valve inside the pre-existing 23mm sapien valve. The new valve was post-dilated with a 22 balloon up to 15atm. The patient remained stable. Post-echo mean gradient was 3mmhg, and no aortic insufficiency was observed.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 valve in aortic position. Approximately 11 years and 1 months later, the patient is being worked up for a failed valve. Mode of failure is unknown at this time.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The exact cause of the reported event was unable to be determined but may have been due patient factors not provided, implant duration, and/or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 valve in aortic position. Approximately 11 years and 1 months later, the patient is being worked up for a failed valve. Per medical record review, a tte was performed to evaluate aortic root dilatation and aortic stenosis. The aortic bioprosthetic valve showed an av mean gradient of 40.43 mmhg, av peak vel is 4.18 m/s, and lvef60-65%. Acceleration time is less than 100ms combined with eoa index < 0.85cm2/m2. There is concern for underlying patient prosthesis mismatch. A cta for tavr workup was performed which revealed up to grade 3 halt of the leaflet in the position of the left coronary cusp with severely restricted leaflet motion. The aortic root is severely dilated (5.8cm). There is severe calcification of the root and stj. The ascending aortic graft showed a 19x9mm defect in the inner graft wall with contrast extravasation between inner graft and outer native aortic wall sheath. There is mild dilation of the distal ascending aorta and isthmus. Patient is having sob on exertion. The assessment of the 3 mensio and echo shows severe bioprosthetic aortic stenosis. Plan is for a valve in valve intervention.

Manufacturer narrative:
A supplemental MDR report is being submitted due to receipt of medical records reviewed. Update to b4, b5, b7, g3, g6, h2, h6 impact code, clinical code, type of investigation, and h11. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The exact cause of the reported event was unable to be determined but may have been due patient factors, implant duration, halt, stenosis, severely restricted leaflet motion, increased gradients, and/or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.